Event description:
The pt was implanted with a malleable device date not indicated. On 06/17/97 the malleable device was removed from the patient and an ipp device was implanted due to patient dissatisfaction - malfunction - insufficient rigidity. Ams has requested additional information.